Manufacturer narrative:
Product ID 3031a, serial # (B)(4), implanted: (B)(6) 2004, product type programmer, patient; product ID 3095-10, serial #(B)(4), implanted: (B)(6) 2004, product type extension; product ID 3889-28, lot # j042816v, implanted: (B)(6) 2004, product type lead. (B)(4).

Event description:
It was reported the patient felt a "shocking sensation" from her device, that occurred "about" once per week, for "approximately" the past three months prior to this report date. The patient has not had her device check "in quite a long while." The patient weighed (B)(6) when she first had the device implanted and has gained (B)(6) since then. There was no additional information provided. If additional information becomes available, a supplemental report will be filed.